Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with aneurysms in the abdominal aorta (aneurysm size: 38mm) and the left common iliac artery that were treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses. On (B)(6) 2016, a follow up computed tomography (CT) scan showed a type ii endoleak originating from the common iliac artery and a related increased aneurysm size of 48mm. On (B)(6) 2016, the endoleak was treated with the implantation of an additional aortic endograft (cook® zbis). Follow-up imaging on (B)(6) 2016, showed a decreased aneurysm size of 42mm. The patient tolerated the procedure.